Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose ranged between 200-300 mg/dl. After the alarm, the customer would change the cartridge, infusion tubing and site. Reportedly, the customer was using apidra in the cartridge and indicated that the type of insulin was to be switched to novolog.